Manufacturer narrative:
Because actual device used was not returned and a sample from the same lot was not provided, the evaluation was speculative. Ureteral perforation was likely caused by misuse of the product.

Event description:
It was reported that after placing the basket in the ureter and opening and closing the basket several times, the basket became stuck in the pt's ureter tissue. The pt was taken to the operating room to surgically remove the basket by opening the ureter and removing the basket.